Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. A small amount of viscoelastic was observed on the lens. One haptic was broken-gusset area, returned. The other haptic was bent in the gusset area due to the position of the lens in the case. The optic has a scratch and a crack near the center of the posterior surface. This damage may indicate a plunger underride occurred. A qualified company cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause for the reported lens stuck to plunger" may be related to a failure to follow the instructions for use (IFU). The observed lens damage may indicate a plunger underride occurred. The returned cartridge exhibited a lack of viscoelastic. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic device (ovd), which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating lens touch the cornea of the eye, but did not fully inserted into eye.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) stuck to plunger tip, unable to detach, lens was forcefully pushed to dislodge. There was patient contact. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).